Event description:
A pioneer plus catheter was selected for use in a pt for the treatment of an unk lesion. There was some vessel calcification. It was reported that when attempting to use the pioneer plus the catheter hit hard calcium in the pt's vessel, and the tip of the device became damaged. The tip did not break off. The device was removed from the pt and another pioneer plus catheter was used to complete the case without complication and the pt is fine. The catheter was discarded by the user facility.

Manufacturer narrative:
(B)(4). Eval, results/conclusions: calcified vessels.